Event description:
It was reported on nov 7, 2025 that user was doing in service with tfna. The blade/screw sleeve was getting stuck in the 130 degree aiming arm. It was very hard to remove. There were no patient status/ outcome / consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot, expiry date), d9, h4 corrected: d4 (primary UDI number), g1 (manufacturing site name) h3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the threaded area of the blade/screw guide sleeve exhibits signs of stripping and general wear across the entire surface. No other issues were observed. Therefore, the reported condition can be confirmed. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation performed, involving multiple attempts to insert the blade/screw guide sleeve into the 130 deg aiming arm. In all attempts, coupling was achieved, however, greater force was required to complete the engagement. It is reasonable to conclude that the wear condition of both devices may have contributed to this complaint. The overall complaint was confirmed as the observed condition of the blade/screw guide sleeve would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 03.037.017 lot: 9661610c release to warehouse date: 08 july 2016 manufacturing site: werk bettlach. Supplier: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.